Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument would not open or fire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product in the wrong version of the instrument. Therefore, this RMA was cancelled, and all further additional information will be reported under 2955842-2025-25285.

Event description:
Refer to h11 for follow-up information.